Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor alarm failed to trigger and as a result, the customer experienced dizziness, shaking, and a loss of consciousness however, the customer reported being able to self-treat with sugar. The customer was treated with oral glucose by a non hcp and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Successfully received high/low glucose alarms on android/fsll using a retained libre 2 sensor. No issues were identified with librelink application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated with correct investigation summary.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor alarm failed to trigger and as a result, the customer experienced dizziness, shaking, and a loss of consciousness however, the customer reported being able to self-treat with sugar. The customer was treated with oral glucose by a non hcp and no further information was provided. There was no report of death or permanent injury associated with this event.